Manufacturer narrative:
Per the clinic, the patient experienced chronic skin irritation and fungal otitis externa around the abutment site. The patient was treated with topical antibiotics (specific date and duration not reported). It was also reported that a cover screw was placed on the internal fixture and the internal fixture remains implanted.

Event description:
Per the clinic, the patient experienced a recurrent infection at the abutment site and the abutment was subsequently removed in (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.